Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a conversion open-wedge osteotomy foot surgery the ar-400sag jammed and did not work. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (synthes colibri). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause might be attributed to wear and tear resulting from repeated use.